Event description:
A gallstone removal from the common bile duct of a 62 year old female, with unknown medical conditions, was performed with a hard wire basket. The stone was captured and force was applied, however the drive wire detached approximately 4" from the basket leaving the stone and the basket in the bile duct. The physician endoscopically checked for perforations in the bile duct and then retrieved the stone and basket with rat-tooth forceps. The patient is reported to be in the satisfactory condition.